Event description:
Device report from (B)(6), indicates patient was implanted with a tfn and a helical blade on (B)(6) 2011. Patient placed load on the affected leg and the helical blade reportedly cut through the bone. Patient was returned to the operating room on (B)(6) 2011 for revision to a total hip. This report is #2 of 2 for the same event.

Manufacturer narrative:
A review of synthes device history record for manufacturing revealed no complaint related issues.